Event description:
The hospital reported a product problem occurring after the product had crossed a lesion that had 100% stenosis. The device in question (microcatheter) crossed the lesion. Then a wire was passed through the lumen of the device in question. At that time, the lumen of the distal shaft was punctured by the wire. After removal, the physician found the perforated distal shaft to be kinked. The hospital reported that the procedure was completed with a new device of the same type, that there were no complications and that the pt's condition was good.

Manufacturer narrative:
The device in question has been returned to the MFR and is currently in process of evaluation. The instructions for use indicate that continuous flush is necessary for optimum device performance. Follow up requests found that continuous flush was not maintained in this case. Based on the info known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.